Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1,094 mg/dl and a high ketone level. It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period and customer did not resume insulin. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 8/28/22 with the issue resolved and no permanent damage. Customer acknowledged the pump was functioning as intended. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.